Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been to seek medical attention due to low blood glucose levels.. The patient's blood glucose levels reached an unknown level. The patient did not want to provide any details about the event. The patient was treated with a glucose drip to improve blood glucose levels. The patient was released the same day.